Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Related complaint: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported by a healthcare provider via email that the patient experienced a total of 2 seizures due to hypoglycemic events. This report is for the first seizure event. It was stated that the day of the first event, the patient experienced a seizure. No specific cgm or blood glucose reading was reported from that time, but the cgm reading would have been inaccurate. The patient was ¿admitted¿ into the ER. No specific treatment was reported, but it was stated that the patient was discharged after spending an unknown amount of time at the hospital. The patient then returned to the hospital ¿yesterday¿, as they experienced another seizure. It is unknown how much time passed between the first and the second seizure. On the day of the second seizure, the dexcom alerted the patient that the cgm reading was 80 mg/dl, but it was stated that the blood glucose reading probably would have been lower, because soon after this the patient started to have a seizure even though the parent had given an unspecified treatment for hypoglycemia. When a fingerstick was taken the cgm reading was 47 mg/dl, and the blood glucose reading was 17 mg/dl. This time the patient was admitted into the ICU. No information was reported regarding treatment, but the day after the event, the cgm reading was 76 mg/dl, and the blood glucose reading was 55 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient had the first seizure. No additional patient or event information is available.